Manufacturer narrative:
Per tandem's t:slim user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. It additionally states to change the infusion set every 48-72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 730 mg/dl and diabetic ketoacidosis (dka), and went to the intensive care unit (ICU) on (B)(6) 2017. In an attempt to resolve the high bg issue, the customer delivered a correction bolus. While at the ICU, the customer was treated with intravenous (IV) insulin drip. The customer was released on (B)(6) 2017 with the issue resolved and no permanent damage to the customer. Reportedly, while the customer was at the hospital, it was determined that the pump was not the cause for the hospitalization. System check with tandem technical support was performed and showed that the pump was performing as intended; however, the cartridge, infusion set, and insulin had been in use for 5-6 days. Tandem technical support advised the customer on labeling instructions. The customer understood the advise.